Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with a 7mm x 2.5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat abdominal aortic aneurysm as fenestration at superior mesenteric artery during the procedure. Vsx device was advanced to target lesion at superior mesenteric artery. It was found that vsx device deployment knob couldn't be pulled and vsx device couldn't be expanded. After adjusting and rotating the direction of device, it still didn't work. Vsx device was withdrawn. It was found that the deployment line was apart from the stent at the connection area, and there was compressed on shaft after it has been withdrawn. Another vsx device of same size was used to complete the procedure successfully.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D9: update date device returned to manufacturer. H6: code c19 - a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Code d15 - engineering evaluation: evaluation of the returned device indicates partial deployment of the outer zipper with endoprosthesis shifted on the distal shaft towards the distal tip, exposing the proximal distal shaft. There is a kink in the distal shaft at the transition. A guidewire was inserted tip to hub to stabilize device during engineering evaluation and deployment continued by pulling on the knob. The reported failure to deploy is inconsistent with the findings of continued deployment from the knob during engineering evaluation. The reported disconnected deployment line is inconsistent with the findings of an intact deployment line, though partial deployment of the outer zipper was observed during engineering evaluation. The report of compressed device is inconsistent with the acceptable length measurement of the constrained endoprosthesis, though the endoprosthesis is shifted distally on the distal shaft towards the distal tip. Investigation summary: the reported inability to deploy could not be independently confirmed following evaluation of the returned device. Engineering evaluation observed the deployment mechanism to be functional: deployment successfully continued at the knob. Procedural use and benchtop evaluation of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The root cause of the deployment failure could not be established with the available information, including evaluation of the returned device. Additionally, the returned device exhibited an intact deployment line; therefore, the reported disconnection could not be confirmed. Similarly, reported device compression was not confirmed though the observation may be consistent with displacement of the endoprosthesis on the distal shaft. The endoprosthesis was observed to be displaced toward the distal tip, and the direction of the displacement is consistent with withdrawal of the device. Therefore, the cause of the displacement is attributed to events related to the procedure (i.e., device manipulation during withdrawal).